Event description:
It was reported that the insulin pump alarmed no delivery. The customer's blood glucose was 281 mg/dl, which was treated with manual injection. Troubleshooting was performed and the device passed. The customer was advised to remove the infusion set from their body and it was noted that the cannula was bent. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.